Manufacturer narrative:
The driver's alarm history was reviewed and did not reveal any new alarms. Only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded. During investigation testing, the driver passed all sections of functional testing without any alarms or abnormalities. Additionally, a 48-hour observation run was performed on the driver and no alarms were produced during the test. The customer-reported alarm was not reproduced and there was no evidence of a device malfunction. The root cause of the customer-reported issue could not be conclusively determined. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5278 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.